Manufacturer narrative:
The evaluation of the customers issue included a review of photos and service report submitted by the abbott field representative (fsr), product historical data, consultation with on-market engineer and product labeling. A photo of the instruments power plug shows evidence of charring. Fsr noted improper installation of the laboratory's drainage, as the slope of the tubing was inverted and caused the waste to pool and fill up instead of running to the drain. When the tubing filled up, it overflowed and fell on the power connector of the instrument, which caused the short. The connector was replaced, and the waste outlet was placed in a tank to avoid the problem until it is resolved by the laboratory. The instrument started up and processed without any errors. Review of product historical data for any trends and all customer complaints received for this issue did not identify any trends or abnormal complaint activity. The on-market engineer evaluated the complaint issue and determined, there are no product requirements that are applicable because the issue was caused by the improper drainage of waste fluid away from the cell-dyn ruby analyzer. There are no product requirements that state the need for the cell-dyn ruby system to be immune to liquid spills. In conclusion, the cell-dyn ruby analyzer is performing as intended and behavior of cell-dyn ruby analyzer is expected in this situation. Based on all available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. No patient information to be provided as no patient involvement. No user injury.

Event description:
The customer reported damage to the power plug of the cell-dyn ruby analyzer and the power outlet. The customer explained during the evening liquid from the laboratory's waste line leaked onto the electrical connection of the equipment. The electrical outlet of the equipment where the power cable is connected is damaged. The customer provided photos. A photo of the cell-dyn ruby power plug shows evidence of charring. There was no user injury nor impact to patient management reported.